Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was approximately 600 mg/dl and insulin injections were to be administered to address the bg level. The cause of the high bg was not reported. The contact reported that the pump was "operating normally" and the pump was in the process of being charged. The contact was to change the pump supplies and resume insulin delivery once the pump was charged. The contact declined tandem technical support's offer to troubleshoot.